Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection of the lead multiple signs of abrasion were found along the lead body. The ligature marks were detected approx. 23.5 cm distal to the is-1 connector pin. A damaged insulation was found approx. 33 cm distal to the is-1 connector pin. In that section the coating of the conductor cables was found damaged. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. A stylet intended for use with the lead was inserted but could be advanced only 33 cm towards the tip of the lead. In that region damages of the inner conductor coil were found. Thus the fixation mechanism could not be investigated. During the electrical analysis the pacing impedance could not be measured because the fixation helix was not extendable. The other values of the parameters measured during the electrical analysis were within the technical specifications. No fracture of a conductor coil could be measured. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to a lead fracture. Should additional information be received, this file will be updated.